Manufacturer narrative:
The alleged battery incorrectly displayed, and not holding charge issues were verified; however, the cartridge alarm 25, and altitude alarm allegations could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating, and the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a wall adapter. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, and multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Additionally, it was reported that cartridge alarm (cartridge alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.